Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 600 and 700 mg/dl. The customer did not provide any symptoms such as a result of high blood glucose. The customer was treated by shots. Customer stated that the insulin pump had motor error alarm. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. Customer stated that the insulin pump had cosmetic damage and lip ring from reservoir was damaged. Customer stated that the reservoir did not lock in place. Troubleshooting was declined for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime test and excessive no delivery test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Unable to perform the displacement test, basic occlusion test, occlusion test and delivery accuracy test or test for motor error alarm due to completely broken off reservoir tube lip. The motor was tested outside of the device and passed. The test p-cap and reservoir will not lock in place in the reservoir compartment due to completely broken off reservoir tube lip. Device had a missing reservoir tube o ring, minor scratched display window, scratched cracked, broken battery tube threads, cracked case at the reservoir tube window corners, scratched reservoir tube window and a missing end cap sticker. Device uploaded properly using care link.